Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was attributed to a defective pressure sensor assembly (B)(6) and ambient valve (B)(6). The correction consisted in the exchange of the pressure sensor assembly (B)(6) and ambient valve (B)(6).

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed. No patient harm reported.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed. No patient harm reported.

Manufacturer narrative:
Hamilton medical ag case number: (B)(4) investigation ongoing.